Event description:
It was alleged by family member of pt that bed had caused blisters to develop on pt's right foot. Pt is quadraplegic and is unable to feel pressure on their extremeties. Home health agency made no note of blisters in thier report. Sales rep during home visit found blister on foot. Tech checked bed and found it was working properly within temperature range.